Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section(s) b1, b2, has captured in the previous report, these are captured correctly in this report related to the complaint changing from a product problem to the reported adverse event . Section h1 has changed to reflect a serious injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath in the air path related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was medical intervention or treatment received by the patient. The reported event of difficulty breathing its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. After the final attempt to have the device and components returned for evaluation, the customer declined and terminated the call before asking gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from a product problem to the reported adverse event. Section h1 has changed to reflect a serious injury. Section h6 health effect - clinical code, health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device will not turn on/device not functioning, difficulty breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is dust/dirt like contamination in iso port, at the sd card area on the outside of the top enclosure and potential hair/fibers at the modem port area on the outside of the top enclosure, on the outside of the back panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symptoms specified. In this report, section h6 has been updated.